Event description:
It was reported that far field p-wave oversensing was observed on the right ventricular (rv) lead. Upon investigation, the rv lead was dislodged from the implant position. The physician attempted to reposition the lead, however, the helix was unable to be retracted. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.